Event description:
A pt's meter kept giving them an error 5 message. The meter was cleaned and code numbers were checked. The test strips were not damaged. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given.